Manufacturer narrative:
Additional narrative: DHR review was completed. Part no.: 499.294, lot no.: l520966, manufacturing location: (B)(4). Release to warehouse date: 03.aug.2017. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Reviewing DHR shows that the affected lot was released after complete final inspection with no detected issues regarding manufacturing procedure. This uss-ii nut was released in faultless condition. As received condition: the complaint condition is confirmed. Visual investigation shows clearly that the inner thread of the nut is badly damaged. The tread is plastically deformed what indicates improper alignment with the used 3-d head. As the thread is completely damaged, it is not possible to measure the dimension and the shape and also a functional test is not possible. The complete implant shows multiple signs of very hard use. We are not able to identify the exact root cause for the reported problem. A manufacturing issue can be excluded. Dcrm review shows: this complaint condition is adequately covered by the risk assessment. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: mni, mnh, kwp, kwq. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that patient underwent initial implant procedure on an unknown date. On (B)(6) 2017, patient underwent re-operation to expend the fixation to s1 was\due to adjacent segmental diseases. After the re-operation, the surgeon confirmed that uss-ii nut tan green was loosened. The location of loosening is unknown. Revision surgery was performed on (B)(6) 2017 to fix the loosened set screw. It was confirmed that the set screw was cross-threaded, which made the final torque incomplete. As a result, the rod moved to si screw (right side). Patient and surgery outcome were not reported. Concomitant derives reported: rod (part# unknown, lot# unknown, quantity 1), screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) ti 12-point nut-11mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.